Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead was oversensing with 15 ventricular non-sustained tachycardia¿s less than equal to 210ms between (B)(6)-2013 and (B)(6)-2013. There was also non-physiological oversensing with ventricular short interval count equal to 4406 counts, in 47.79 days between (B)(6)-2013. The lead integrity alert triggered with programmer data shows a patient alert for lead failure predictor on (B)(6)-2013 for out of tolerance sub-threshold lead impedance on (B)(6)-2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had impedance greater than 3000 ohms and artifacts. The rv lead is going to be replaced. No patient complications have been reported as a result of this event.